Event description:
It was reported that via review of a remote transmission, the device delivered inappropriate anti-tachycardia pacing (atp) during a ventricular fibrillation (vf) episode. Further review of the transmission indicated artifacts across all channels and appeared to be of external origin. The device behaved as programmed, and no programming changes were made.